Event description:
It was reported that, during the implant attempt of the lead, the helix did not extend in the body, and the stylet would not come out of the lead while the lead was in the body. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix mechanism (sleeve head). The lead was received without the stylet in the lead. Full lead returned and analyzed.